Manufacturer narrative:
A ge representative evaluated the system and replaced the high voltage cable. The system operates as intended.

Event description:
The customer reported the system displayed errors and would not produce images.